Event description:
Home health nurse states that she is getting an error on the curlin pump stating that she needs to call the provider. Pt still has old pump which she will use in the meantime and (B)(6) will send her a new pump. Product fault did occur while in use with the patient. Unknown if product issue caused or contributed to patient or clinical injury. Unknown if actual device is available for investigation. Device was replaced. Patient did have older pump as backup device that she was able to switch to. No further information provided. Reported to (B)(6) by health professional.